Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system and therapy pcb assemblies. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that their device is not completing the boot up process when attempting to power it on and will not advance past the boot screen. There was no report of patient use associated with the reported event.